Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for high impedance on left ventricular lead. No intervention was reported; the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.